Event description:
During a routine customer visit of support personnel in 2007, the customer informed brainlab of an event which occurred in 2006 using the brainlab device. The user performed an epilepsy surgery. The brainlab device vectorvision cranial was used. The result as reported by the user was a hemiparesis for the patient.

Manufacturer narrative:
Based on brainlab's investigation, the root cause has been concluded to be user error. At this point in time, there is no indication of a malfunction of the brainlab device. The customer of concern will be offered additional training by brainlab.